Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices revealed the devices are intact and resemble typical explanted devices. A review of the manufacturing records 1000982044/13am03152 or 1000963982/12mm04055 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. From the lab analysis conducted during this investigation, it was concluded that there is bone or other biological ongrowth on the porous section of the stem. Signs of stainless steel were observed on the scratch on the stem, potentially due to an instrument during removal. Damaged areas of the head were potentially due to contact with an instrument during removal. A review of complaint history revealed no prior complaints for listed part/failure mode, no prior complaints for the listed lot 71352700/ 13am03152. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to loosened implant.